Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that approximately one month post an uncomplicated implant, the patient with this device, whom was already hospitalized for an undisclosed reason, received inappropriate shock therapy during the evening. An interrogation suggested the shocks were due to a shifting baseline, on account of air entrapment within the pocket. As the patient was already under medical care, it was elected to deactivate the system and monitor externally. X-ray imaging and data was then forwarded to boston scientific's technical services (ts) for review. Artifact and noise was confirmed present on all vectors post implant, with post implant data. Additionally, ts recommended high resolution imaging to confirm complete lead pin insertion into the device header, as historically air entrapment would typically dissipate few hours/days post-implant; however, in this case, noise was still present and quite evident with patient postural movements. Additional imaging was received and reviewed showing pin insertion as intended. Ts was unable to conclusively determine root cause of the oversensing; however, further review has confirmed air entrapment resolved and no longer impacting system sensing. Final engineering analysis does exclude the main concern regarding lead mechanical integrity, as noise morphology appears to be more related to myopotential noise and also reproduced by specific postural movements. The final assessment received, reported a continuation of low r-waves and noise only with postural movements. The device is passing in all vectors at this time. Subsequently, the device has been explanted and replaced with another device of same model type. The explanted unit is intended to be returned for root cause analysis. No adverse effects were reported during the replacement procedure.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no anomalies. Notably, the set screw seal plug was intact. The device was connected to a tester and a laboratory test lead was attached. The test lead was physically manipulated during testing and no noise resulted. Noise was not reproduced in the laboratory setting. Analysis did not identify any device characteristics that would have contributed to the reported clinical observations.

Event description:
.